Event description:
It was reported that during a visceral procedure, the device would not open. The device worked properly during the pre-tests, and then when the surgeon wanted to use it on the patient, it was impossible to open. The surgeon removed the device from the patient, opened it with the security system and the second pre-test was ok. The surgeon tried using the device a second time on the patient but this time the device did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.